Event description:
It was reported that during a cholecystectomy since scissoring occurred, the clip malformed and it was difficult to dislodge them from the tissue. Another device was used to complete the case. There were no adverse consequences to the pt. Device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.